Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (64- approximately 70 mg/dl). The customer thought that the low bg was due to the pump basal rate being set too high for the activity that was performed at work. The customer addressed the bg level by consuming carbohydrates. Tandem technical support advised the customer to discuss the bg level with a healthcare provider.